Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the bi-ventricular (bi-v) defibrillator had triggered a patient alert. Upon interrogation it was observed that the right ventricular (rv) lead thresholds and impedances have been rising over time. The impedance is also high. It was recommended that the patient be followed closely to monitor pacing thresholds and that they be managed accordingly. The lead is still in use. No patient complications have been reported as a result of this event.